Manufacturer narrative:
The original surgery date is estimated as it has not been provided. The 510(k) cannot be identified without information on the device used. The device was not returned for evaluation.

Event description:
Per court document received, patient underwent a shoulder procedure, and a stryker painpump was placed for post operative pain. The patient now alleges they have chondrolysis.